Event description:
It was reported that the patient was having trouble keeping the ipg charged. The patient underwent an ipg replacement procedure and patient was doing well postoperatively. The explanted battery was retained.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.